Manufacturer narrative:
The device was evaluated by olympus and it was observed that a gap was present on the distal end, associated with peeling of the adhesive or a crack in the adhesive, attributable to a shock caused by dropping and knocking the endoscope to a hard surface or object (handling issue). The investigation is ongoing and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility returned the olympus, model gf-uct180 scope to olympus for repair due to a report of "black dots in the field of vision." Upon inspection and testing of the returned device by the service department, it was noted that a gap was present on the distal end. This report is submitted for the malfunction of gap present on the distal end of the scope. As this was found during in-house service on the returned device, there was no patient involvement.

Manufacturer narrative:
This supplemental report is submitted to provide the results of the legal manufacturer¿s investigation. Updates to sections. The device history record for the subject device was reviewed. No anomalies were found which could cause or contribute to the reported problem. The legal manufacturer performed an investigation. A definitive root cause could not be identified. Based on the results of the device evaluation and the available information, the investigation determined the likely cause of the gap present on the distal end was an external force applied to the tip during handling. The following statement from the instructions for use addresses the problem: "inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, forming objects, or other irregularities."

Event description:
As reported by the user facility to olympus, there was no known patient injury or infection attributed to use of the scope. The endoscope was inspected prior to use - inspections passed.